Event description:
A report was received that the patient¿s scs was not working. It was also reported that the scs had caused the patient pain. The patient will undergo a revision or a replacement.

Event description:
A report was received that the patient¿s scs was not working. It was also reported that the scs had caused the patient pain. The patient will undergo a revision or a replacement.

Manufacturer narrative:
Additional information was received that the report of patient¿s scs not working was due to the stimulator no longer helping the patient and patient initially wanted to have the device removed. Instead of an explant the patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the stimulator itself was not causing the pain. There will be no further course of action at this time regarding the procedure due to the patient¿s non device related medical issues.

Event description:
A report was received that the patient¿s scs was not working. It was also reported that the scs had caused the patient pain. The patient will undergo a revision or a replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.